Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer changed cartridge to address the occlusions alarm, and resumed insulin delivery. Customer¿s blood glucose level was 150 mg/dl.